Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk during the use of this device. (B)(4).

Event description:
Related manufacturing ref 3005334138-2017-00017. During an atrial fibrillation procedure, a cardiac perforation occurred. The sheath was inserted near the groin for transseptal access. Normal left atrial pressure was obtained through the left side of the atrium but blood was unable to be drawn back through the sheath. Contrast fluid was injected under fluoroscopy and an echocardiogram showed a cardiac perforation near the epicardial space posterior to the left atrium. No intervention was needed and the patient is in stable condition. There were no performance issues with any abbott device.